Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The contribution of the device to the reported event could not be corroborated. The clinical/medical investigation concluded that, per complaint details, the visionaire blocks were ¿unusable¿ due to not matching patient anatomy/did not fit patient; therefore, the surgeon proceeded with standard instruments to complete procedure using a size 6 femoral and size 5 tibial components verses the preop-plan sizes 4 and 2, respectively. Responses to request for medical documentation was not provided. The patient impact beyond the change in surgical technique would not be anticipated as no patient injury or surgical delay was reported. No further medical assessment could be rendered at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to surgical technique used, user/procedural variance or segmentation error. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
D4: lot number, expiration date and unique identifier. G5: 510 (k) number. H4: device manufacture date.

Manufacturer narrative:
Complaint reference: (B)(4).

Event description:
It was reported that visionaire blocks did not fit patient. Surgical plan was for a size 4 femur and size 2 tibia, but surgeon ended up using a size 6 femur and size 5 tibia. Blocks did not match patient anatomy making them unusable. Surgeon proceeded with standard instruments to complete procedure.